Event description:
Additional information was received indicating the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry communication and output. Field data shows that device was programed in high output mode and it indicated that autocapture feature was enabled. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Functional tests performed, and no anomalies were found. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings: visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. Corrective actions have been taken to address the issue.

Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage estimated to be about one year to elective replacement indicator (eri) level. At the previous interrogation, approximately two months earlier, the longevity estimation on the battery was about five years. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.